Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the central control monitor (ccm) displayed a 'system computer needs service' message. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Updated blocks: b5 & h6. The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received that the issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure. As mitigation, the central control monitor (ccm) was power cycled and the issue the resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.